Event description:
The recipient's device has reportedly migrated. Repositioning surgery is under consideration.

Manufacturer narrative:
(B)(4). The recipient reportedly underwent repositioning surgery. The recipient's device was activated. The recipient remains implanted. This is the final report.